Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The customer aspirates water through the instrument/suction channels and flushes out the air/water channel, auxiliary water channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder, instrument channel port and distal end/areas around elevator using boston sc cleaning brush. Manual disinfection was not performed. The endoscope was stored in a drying cabinet. The maintenance and repair was performed by olympus. The endoscope was not sterilized. Three good faith efforts (gfe) were made to obtain additional information. However, no response received from the customer. The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. Bacteria growth was detected in the "px" channel and was not removed after reprocessing. Channel replacement was requested by customer. The issue was found during routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channel was tested and more than 100 colony forming units (cfu) per milliliter (ml) of escherichia coli and more than 50 cfu/ml of enterococcus faecium were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. The returned device was evaluated. During evaluation it was found that there was a possibility of insufficient or incorrect reprocessing because there were remains of foreign material inside the air-water /suction cylinder. Additionally, it was noted that insulation of distal end cover was less than the threshold value. The light guide rod lens was cracked. The adhesive of the bending section cover was separated and discolored. The universal cord was wrinkled. The housing of the plug unit was damaged. The angulation in all directions was less than the specified value and play of angulation knob was out of standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Additionally, the root cause of the foreign material in air/water cylinder and suction cylinder was unable to be identified. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding olympus hygiene microbiological investigation results. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The operating channel, suction channel and jet channel tested positive for less than one (1) colony forming units (cfu) per endoscope of microorganism. The air/water channel tested positive for one (1) cfu/endoscope of micrococcaceae. The total scope tested positive for 2 cfu/endoscope of microorganism. Overall, the results are in conformance with the requirements. A supplemental will be submitted on completion of investigation or if any additional information is available.